Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient stated that he started to replace the sensor because he was getting no readings. Upon removal of the sensor, he noted that the wire had broken off and a portion was still in his skin, with the remaining small section visible on the underside of the transmitter. The insertion site on his right arm became increasingly swollen and irritated. He saw his physician and had an hour-long surgery to remove the wire fragment, with seven stitches. He was prescribed an antibiotic and pain medication but could not remember the names. He was in good condition at the time of the report. Additionally, a photo received shows a removed sensor with a short piece of the sensor wire remaining. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. The probable cause could not be determined. No additional patient or event information is available.